Event description:
Report received of a tubing separation. The tubing separated at the distal clave arm to tubing solvent bond. This was reportedly noted upon opening of the package and was not connected to a pt. Though requested, no additional info was provided.